Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) experienced infection and developed fever a day after hf sensor implant procedure. The patient was treated with antibiotics and the issue resolved. The patient was discharged in a stable condition. Reportedly, the patient was a clinical study patient and the issue was not related to the device but to the procedure.